Event description:
It was reported to boston scientific corporation that an 80cm two port through the peg jejunal feeding tube (j-tube) was being used for the purpose of administering medication for the advanced stage parkinson's disease. According to the complainant, on (B)(6), 2011 the j-tube was blocked/bent and it was noted that the j-tube was kinked. The nurse managed to unkink the j-tube manually and rinsed the device. This resolved the issue. However, on (B)(6), 2011 the same j-tube became blocked and kinked again. Manual attempts to unkink the j-tube did not resolve the issue. The administration of duodopa has been stopped and a decision is being made whether to place a new j-tube. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown.the complainant indicated that the device will not be returned for evaluation as it is implanted; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an 80cm two port through the peg jejunal feeding tube (j-tube) was being used for the purpose of administering medication for the advanced stage parkinson's disease. According to the complainant, on (B)(6), 2011 the j-tube was blocked/bent and it was noted that the j-tube was kinked. The nurse managed to unkink the j-tube manually and rinsed the device. This resolved the issue. However, on (B)(6), 2011 the same j-tube became blocked and kinked again. Manual attempts to unkink the j-tube did not resolve the issue. The administration of duodopa has been stopped and a decision is being made whether to place a new j-tube. There were no patient complications reported as a result of this event. Additional information received on (B)(6), 2012: the date the j-tube was placed was (B)(6), 2011 (the exact day is unknown). The patient's condition was reported to be alright. There are plans to change the j-tube in (B)(6), 2012 (the exact day is unknown).